Event description:
It was reported that the patient had his ams800 artificial urinary sphincter (aus) device removed on (B)(6) 2018 for unspecified reasons. A new aus device consisting of a 4.0cm cuff, 61cm prb and control pump were implanted. Further information was requested and not yet received. Should additional relevant details become available a supplemental report will be submitted.

Event description:
It was reported that the patient had his ams800 artificial urinary sphincter (aus) device removed on (B)(6) 2018 for unspecified reasons. A new aus device consisting of a 4.0cm cuff, 61cm prb and control pump were implanted. Further information was requested and not yet received. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
Device evaluation: the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint so an overall investigation conclusion code of no problem detected was chosen. No allegation(s) were reported. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.